Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for evaluation. The catheter displayed signs-of-use in the form of biological material. Additionally, the catheter body was cut below the 3cm mark. The cut portion was not returned by the customer. Visual analysis revealed that the medial extension line was ballooned/stretched over a large portion of the medial extension line. It was noted that the clamp on the medial extension line was returned closed. Additionally, the luer hubs of the catheter did not have pressure injection markings, indicating the catheter is not for high pressure injection applications. No other defects or anomalies were observed. The catheter body was cut 57mm from the juncture hub. The medial extension line was flushed with water using a lab inventory syringe. No blockages were observed. Water flushed out the distal end of the catheter with minimal resistance. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen". The customer report of the medial extension line stretching/ballooning was confirmed through evaluation of the returned sample. The extension line was stretch/ballooned for most of the extension line body. No blockages or leaks were observed while functionally testing the catheter. The catheter met all relevant functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the fact that the returned catheter was not indicated for high pressure injection, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that there was a need to change the cvvhdf filter several times because of malfunction of one of the catheter lumens, the external part of which collapsed and caused clot formation. The patient did not have adequate renal replacement therapy and lost blood. The venous catheter was replaced and the therapy was restarted.

Manufacturer narrative:
(B)(4). It was reported that the patient is critical. It was reported that the device is not contributory to the critical status of the patient.

Event description:
It was reported that there was a need to change the cvvhdf filter several times because of malfunction of one of the catheter lumens, the external part of which collapsed and caused clot formation. The patient did not have adequate renal replacement therapy and lost blood. The venous catheter was replaced and the therapy was restarted.